Event description:
The device was implanted on (B)(6) 2019. Reportedly, it was impossible to interrogate the defibrillator using two different programmers on 7 january 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.